Event description:
Pt implanted with prodisc-l on (B)(6) 2011. Outcome of surgery reported as good and pt pain free. One week follow up, implant had subsided into the endplate of l5. Pt was asymptomatic. Reportedly, pt denied any incidences. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.